Manufacturer narrative:
Customer unable to connect dexcom cgm with inpen app (iphone 14 plus, ios 18, inpen 5.7.1.4) an attempt to reproduce the issue was not performed as the problem was analyzed through previous issue references. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer reported getting ""connection issue"" when using inpen app (version 5.7.1.4) with dexcom g6/g7 cgm. As per investigation, customer is getting ""connection issue"" when connecting dexcom g6/g7 to inpen app because of new api integration as part of pr-480. As part of the enhancement, new dexcom v3 api is being adopted for ingestion of cgm data using g6+g7 sensors. To fix the issue customer needs to reconnect to their dexcom device. The issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: a fix was pushed by dev team, please try uninstalling and reinstalling the inpen app and then reconnecting to dexcom cgm. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen application dint get any blood glucose. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.